Manufacturer narrative:
The medtronic representative tested the system after the case with a sawbones model. The system performed accurately.

Event description:
A medtronic representative reported that during a navigated spinal surgery utilizing o-arm imaging, navigation was approximately one inch inaccurate. The surgeon had been dissecting for a while before he realized navigation was inaccurate. The site was informed not to move the reference frame, but it is believed that they leaned on the percutaneous reference frame which caused the inaccuracy. They discontinued use of the navigation system since the surgeon did not want to take another spin with the o-arm. The case was completed successfully utilizing a c-arm. No patient harm occurred.